Manufacturer narrative:
The device information of both leads are identical.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported unintended stimulation in their upper right abdomen. Reprogramming was performed but unsuccessful. A revision procedure was completed, and both leads were repositioned.